Event description:
Highly elevated c reactive protein result [c-reactive protein increased]. Case description: a spontaneous report was received in 2010 from a healthcare provider via a genzyme company representative regarding a male patient of unknown age, who experienced a very "intensivated" c-reactive protein (crp) result after treatment with seprafilm. The reported indication for the placement of three sheets of seprafilm was hemicolectomy. On an unknown date the patient experienced highly elevated c-reactive protein results (measurement not provided). At the time of this report, the outcome of the patient was unknown.